Event description:
The customer reported "the screen is out of order - nothing is displayed at all."

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.